Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was not performed on the products shipped to the patient since the lot number is unknown and the patient number is unknown. As a result, an investigation of the device history records (DHR) could not be conducted. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information was requested but not received. Based on the limited available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation.

Manufacturer narrative:
Clinical statement: based on the limited available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information was requested but not received. Based on the limited available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation.